Event description:
Additional information received indicates there was no extra cardiac stimulation noted.

Event description:
It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, oversensing noise on the atrial lead. Resulting, in inappropriate mode switch episodes. It was also noted, that there was extra cardiac stimulation on the atrial lead. On (B)(6) 2024, the physician elected to cap and replace the atrial lead. The patient condition was stable following the procedure.